Manufacturer narrative:
The manufacturer previously reported information related to a simplygo oxygen concentrator. The user alleges the dc power supply is faulty and out of warranty. The device was returned to a third party service center. The service center reports high pressure, contamination, and alarming/red light. There is no allegation of patient harm or serious injury. No medical intervention reported. Correction: device was evaluated by a philips field service engineer. Corrected coding in evaluation method code grid and device evaluated by mfg.

Event description:
The manufacturer received information related to a simplygo oxygen concentrator. The user alleges the dc power supply is faulty and out of warranty. The device was returned to a third party service center. The service center reports high pressure, contamination, and alarming/red light. There is no allegation of patient harm or serious injury. No medical intervention reported.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.